Event description:
Attorney alleges that plaintiff's implants were found to have ruptured. Attorney also alleges that plaintiff suffered from extensive bruising and swelling causing her severe physical pain as well as mental and emotional distress. Plaintiff suffers from "silicone syndrome" described as: extreme physical pain and discomfort in breast area, discoloration and bruising of the breasts, increased susceptibility to auto immune disorders and cancer, symptoms related to auto immune disorders, interference with the detection and treatment of any cancer that might develop, fear, stress, mental distress, suffering and anguish relating to the foregoing disorders, change of personality, depression, loss of confidence and self-esteem, mental suffering and anguish.